Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose level of 511 mg/dl. The customer had symptoms of thirst. Treated with bolus and manual injection. During the call the mother stated they received no delivery alarms and had bent cannulas which were resolved with complete set change. The device was not returned for analysis.